Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue; however customer ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose level was 185 mg/dl.